Event description:
It was reported that the user dropped the ilet device, resulting in a broken screen and loss of pump functionality, and a replacement was shipped. Symptoms included no device-delivered insulin due to the inoperable pump. Outcomes included interruption of therapy that required device replacement and return of the original device using a provided shipping label. Investigation included a complaint assessment and coordination of device replacement, with user guidance to shut down the device via the menu sequence to prevent further alerts and to continue glucose monitoring with the dexcom app or receiver and inspection of the returned device. Investigation of this device revealed physical damage to the display component consistent with accidental impact, rendering the device nonfunctional and necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to a manufacturing defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.